Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was charging their ins and all of a sudden when it was almost fully charged a shock went through the patient's body. The patient stated that the shock went through their legs. The patient said that it felt like they couldn't even move. The patient stated that at first the shocking would stop if they stood up but after it kept happening regardless of the position they were in. The patient said that they turned stimulation off. The patient stated that they are not going to turn it back on. No falls or trauma were noted. The patient was directed to their healthcare provider (hcp) to check the device. The patient noted that their device was so perfect that they didn't even use the patient programmer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient was seen in the office on (B)(6) 2017 with a manufacturer's representative (rep) who stated that it was an ins issue. The ins was troubleshot with the rep and the shocking issue was corrected. The issues were fixed on (B)(6) and an x-ray showed that the paddle lead was in good position, and there were no wire breaks. The patient's weight was also reported. No further complications were reported or anticipated.